Event description:
Caller reported a tandem mobi cartridge alarm, which occurred during the load process. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support to use multiple daily injections (mdi) as a backup therapy to ensure continuity of insulin delivery. Technical support confirmed a cartridge alarm and decided to replace the pump. Customer was informed they would receive a pump with updated software and acknowledged understanding of the instructions to put the pump into storage mode and return it using a pre-paid label.